Event description:
It was reported that sometimes the bulb fails to ignite. The lightsource has align-lock function, so that the bulb is properly installed. The locking lever of the bulb has a bit of allowance on the slot cut of the bulb mount plate. This allowance usually doesn't affected the bulb ignition. It was further reported that the bulb fails to ignite if the locking lever of the bulb has a bit of looseness.

Manufacturer narrative:
Additional information will be provided once investigation is completed.